Manufacturer narrative:
No ramping numbers noted during testing. All buttons functioning properly during testing. No keypad anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Customer stated that it has been weeks that the keypad sometimes was unresponsive. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated it was down arrow, center button and left arrow. Customer was able to access the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the issues frequency was 2 weeks ago and today. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.